Event description:
Baxter affiliate reports one incident of a pt death. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death occurring during dialysis treatment. Pt complained of pressure in her chest and general weakness. Pt was administered tinidil sublingually and oxygen via a nasal catheter with no improvement. Dialysis was terminated. Pt vomited twice and soon lost consciousness with developing cyanosis. Respiration became infrequent so pt was intubated and ventilated with external cardiac resuscitation efforts were unsuccessful. No further info available.